Manufacturer narrative:
Continuation of d10: pipeline flex with shield technology stent product ID ped2-250-14 (lot d061621);  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that when the pipeline flex with shield technology stent (ped2) was being deployed, the phenom 27 microcatheter dropped together with the stent. The patient was undergoing  dense mesh flow diversion surgery for treatment of an unruptured, saccular, right middle cerebral artery aneurysm with a max diameter of 6.1 mm and a 4.2 mm neck diameter. The landing zone arterial diameter was 1.9 mm distally and 2.5 mm proximally. It was noted the patient's  vessel tortuosity was severe. Femoral artery access vessel diameter was 7.6 mm. Dual antiplatelet treatment (dapt) was administered. The platelet reactivity unit (pru) level was noted as normal response level. The angiographic result post procedure was reported as normal. After adequate hydration, the ped2 was delivered into the delivery catheter. The distal end of the flow diverter dense mesh stent opened and anchoring began, but due to excessive tension from vessel tortuosity, the distal radiopaque coil advanced into a middle cerebral branch vessel. An attempt was made to withdraw the delivery catheter and then slowly advance the stent again, but suddenly the delivery catheter and the stent dropped together. After the stent was recaptured into the delivery catheter, repeated attempts were made, but it still could not be advanced into position. Due to the prolonged procedure time, and to ensure the procedure could be completed smoothly, both were withdrawn and replaced with another stent and delivery catheter. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). It was reported that the pipeline was used for an approved indication (on-label). Ancillary devices included phenom plus fg19120-1030-1s guidecatheter.